Event description:
It was reported: pt fell in (B)(6) 2011 with several fractures and received a t2 nail. Rehabilitation completed in (B)(6) 2012. On (B)(6) 2012, pt came in with pain. An x-ray has been taken and it was observed that the nail was broken. Revision surgery on (B)(6) 2012.

Manufacturer narrative:
Once the investigation has been completed any add'l info will be reported in a supplemental report.